Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h6 and h11. Corrected field: b5. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations, the most probable cause of this complaint is traced to traced to expected or random component failure without any design or manufacturing issue. The metal was showing at the end of the scope is due to bending section cover blew up, removed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: 'the issue occurred during reprocessing.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blown. The metal is showing at the end of the scope. There were no reports of patient or user harm associated with this event.